Manufacturer narrative:
Patient city: (B)(6) patient country: poland. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number(B)(4) event occurred in the poland it was reported that the patient faced an infusion set packaging issue event on (B)(6) 2025. The infusion set packaging was observed to be not sealed properly, misshaped, and the sterile packaging was not intact. No further information available.